Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant the pacing lead exhibited pacing failure due to dislodgement and insufficient slack. The pacing lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.